Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) prematurely. The device had been programmed to nominal settings with stored electrograms (segms) off, and programmed to 4.0 v at 1.5 ms "for a while". The device was changed out.

Manufacturer narrative:
No medwatch form was received.